Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The auto infusion valve tubing manifold was returned and visually inspected. Visual inspection confirmed a weak weld between the top and base of the auto infusion valve which can result in the customer's experience. An auto infusion valve process review was performed to include testing, training, and design. The investigation found the auto infusion valve tops and bases do not have energy directors. These energy directors primarily help focus and direct the ultrasonic energy to the weld location. Adding energy directors to either the auto infusion valve top or base can enable the formation of better and stronger welds. In addition, there were steps of training identified related to in-process testing that likely contributed to this event. While the root cause could not be conclusively determined, the following contributing factors were identified; inadequate in-process testing to detect weak auto infusion valve welds, inadequate training for auto infusion valve operators to conduct the squeeze or pinch test between the top and base, and design factors. An internal investigation was completed and action was taken to address each of the contributing factors identified. Actions include procedural enhancements, validation of new molds for the top and base to ensure continued control of critical dimensions and a feasibility study to enhance auto infusion valve design to promote a better weld. Complaints are reviewed and monitored at regulator intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the irrigation and suction pipe was loose at an unknown timing of vitrectomy surgery. The procedure type was unknown. It was unknown if the surgery was completed. No patient harm was reported.